Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist is very concerned with their bite. They have two of their teeth chipped, the one tooth they can feel is half missing. This is a contraindicated patient.